Manufacturer narrative:
(H6) add codes 4121, 213, 4315.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. Low bg cause was not known. Customer went to the emergency room and was subsequently hospitalized. Customer was treated with intravenous fluids of saline. Treatment resolved the issue and there was no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended. Customer declined to provide further information.